Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 4.8-4.9cm and 7.1-8.0cm from the connector pin, consistent with lead friction to the device can. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.